Manufacturer narrative:
(B)(4).

Event description:
It was reported that: "they notify the electromedicine colleague from the operating room that the respirator has a leak."

Event description:
It was reported that: "they notify the electromedicine colleague from the operating room that the respirator has a leak. Everything works fine and it is found that the filter is moving around the union "it is not well sealed" causing the leak." The issue was detected prior to use on a patient.

Manufacturer narrative:
Qn#(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results. Corrected data: section h.6.- medical device problem code corrected from a0504 to a050402.